Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 427 mg/dl. Troubleshooting was performed. The insulin pump failed the prime test. After being rewound and primed, the insulin pump passed the second prime test. The insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.